Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted

Event description:
It was reported by a health care professional (hcp) that this implantable cardioverter defibrillator (ICD) was going to be explanted early in the week of (B)(6) 2025 (exact date not reported), due to an unknown product performance anomaly. The patient was admitted to the hospital. No additional adverse patient effects were reported. Additional information was received, the physician decided to explant this ICD due to normal battery depletion on (B)(6) 2025 and there were no allegations. No adverse patient effects were reported. This device has not been returned.

Event description:
It was reported by a health care professional (hcp) that this implantable cardioverter defibrillator (ICD) was going to be explanted early in the week of (B)(6) 2025 (exact date not reported), due to an unknown product performance anomaly. The patient was admitted to the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted